Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) was 159 (mg/dl). In addition, it was reported that the customer experienced both "high" and "low" bgs, actual value was not provided. Customer declined to troubleshoot with tandem technical support.